Event description:
A patient reported blood glucose results of "148 mg/dl and 157 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. However, the patient performed two control solution tests, both failed. Based on the information provided, there is evidence that the meter malfunctioned. There is no evidence that the meter contributed to a serious injury. A replacement meter has been sent.